Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector (p14) there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd phaseal¿ protector (p14) there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two picture samples were received for evaluation by our quality engineer. Through examination of the picture samples, leakage was observed, however, it was not possible to evaluate the components and the fit of the protector to the vial through the picture sample. A device history record review was performed using the provided lot number: (1702011). The review did not reveal any quality issues during the production process that could have contributed to the reported incident. Investigation conclusion: as a physical sample was unavailable, due to contamination, three retained samples of the same lot number were obtained from the manufacturing facility for investigation. Visual inspection of the retained samples did not reveal any defects. The retained samples were connected to vials through use of the m12 assembly fixture. Upon connection, the three retained samples properly fit the vials and no signs of leakage were observed during liquid withdrawal. It is recommended that the m12 assembly fixture be used in order to ensure the proper connection of the protector to the vial, which can prevent leakage. It is important to use the appropriate protector based on the dimensions of the vial as well. Root cause description: there is no evidence of failure during process. No non-conformances were found during DHR review and no issues were found in retained samples.